Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return the impella product for benchtop analysis; only the clinical report was evaluated. Based on the clinical details, the cause of the access site bleeding was use related. The failure mode will be monitored and trended. As noted in the impella IFU, ischemia is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be acquired, a supplemental MDR will be filed. As noted in the impella IFU, bleeding is a known potential adverse event associated with impella support: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported a 81-year-old male patient presenting for impella implant. During impella support, it was noted that the patient had a persistent access site bleed. The patient was provided nine units of blood to counteract the bleed. The patient was stable following the event.